Event description:
During a laminectomy, the pt's catheter was nicked. The catheter was revised. A portion of the catheter was left in the intrathecal space and was unretrievable. The medication being delivered via the pump was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Catheter.